Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: 37743, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the patient reported that their programmer wasn't working, but they weren't sure if it was the programmer or the implantable neurostimulator (ins). The patient reported that they haven't been able to change groups. It was noted that the issue started three days prior to the date of this report. It was confirmed that the patient didn't experience any falls or traumas that could be related to this event. Troubleshooting steps were performed and the patient was able to use their programmer and sync it to the ins. The patient's current setting was at group a and therapy was turned on. The patient received assistance in changing from group a to group b; the setting was at 3.3v and the patient stated that they were not feeling stimulation. It was reported that stimulation was increased again to 5.8v but the patient still couldn't feel stimulation. It was confirmed that the ins was charged a day prior to the date of this report and the ins icon showed that it was 100% charged. The patient programmer screen also showed that it was at 100% as well. The possibility of the device shifting or moving that could cause a change of therapy was reviewed. It was recommended that the patient follow up with their healthcare provider (hcp). Indication for use is failed back surgery syndrome.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.